Event description:
The hosp reported the probe broke and fell into a pt during procedure. The piece was retrieved and the procedure was completed with a different device. There was no allegation of harm.